Event description:
Complainant alleged that the clinicians were defibrillating a patient experiencing congestive heart failure and the device would not discharge. Initially, the patient was presenting a ventricular-fibrillation (vfib) heart rhytham and clinicians administered a 200 joule shock to the patient and converted the heart rhythm. For approximately 12 minutes, the patient continued to lapse into vfib and clinicians administered one (1) shock of 300 joules and four (4) shocks of 360 joules; six shocks to total. Upon a seventh attempt to defibrillate the patient, the device charge to the selected energy but failed to discharge. Clinicians obtained another device and successfully converted the patient's heart-rhythm. Additionally, upon removal of the defibrillation electrodes used during the event, clinicians observed burns to the patient's chest. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.